Event description:
During an anterior cruciate ligament procedure, a fixation post bone screw broke during implantation. The threaded portion was left embedded in the tibial bone. Procedure was completed with another device.